Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was experiencing erratic heartbeats and high pulse rates. The patient was also worried because the implantable pulse generator (ipg) was nearing end of life (eol). Communication with the clinic indicated that the patient was experiencing atrial fibrillation (af) and the device was approaching elective replacement indicator (eri). Two days following the call, the device sensitivity was reprogrammed. The device currently remains in use. No further patient complications have been reported as a result of this event.